Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and "breast got hard and deformed".

Event description:
Healthcare professional reported "swollen lymph nodes axillary left two years ago" and "over time the breast got hard and deformed." Device has been explanted. This report is for the left side.